Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/15/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported left side capsular contracture. Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, overweight, deformation, red particles in the shell, crease fold, wear abrasion and crystalline. After weighing the device, it is observed, that it is overweight. However, a review of the weight reports generated, during the manufacturing process is performed. And all units were within specification. Therefore, the overweight observed, during the additional analysis is not considered a workmanship (see the weight report attached). Base on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported, left side capsular contracture. Healthcare professional reported, capsular contracture, baker grade iii. Device has been explanted.